Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by male nurse of the hospital, that the screw driver can't be sterilized sufficient, blood residues remain.

Manufacturer narrative:
Evaluation revealed the set screwdriver to be the primary product. Investigation revealed no discrepancies in material of manufacturing. Deviations in the device history records (DHR) were not found, the function was given in full on the device at the stage of delivery. As the set screwdriver had been in use for a longer time (manufactured in 2007) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without problems reported. The screwdriver received showed significant traces of an intense and frequent use. Examination revealed small residuals (black particles) on the flexible part of the item received. The residuals are not trapped and could be removed easily with a cotton swap and plain water. The found black particles were suspected to be incrustations of sterilized remaining body liquids like bone marrow and blood. A hemocheck-s test has been performed for detection of blood residues. The used test kit can detect 0,1 ¿g of blood by showing a slight blue-green spot but the outcome was under the detectable threshold, which is supported by the yellow colour change. Residues on the flexible part are known and were evaluated by a medical expert ¿refer to section medical background / information. As a collateral finding the silicone coating has been found partly missing at the flexible shaft (silicone covered spring). It could be assumed that the coating was removed, which is supported by the silicone residuals at the flexible spiral. This design version is not intended to be used without silicone cover. As mentioned in the IFU, the design of the instrument should not be modified in any way. Furthermore, the requirements for proper reprocessing of medical devices are explicitly described in the brochure ¿instructions for cleaning, sterilization, inspection and maintenance of osteosynthesis medical devices¿ ((B)(4)). Referring to the observed issues the (pre-) damages of the silicone were either caused intra-operatively or during cleaning. This evaluation revealed that the reported event is mainly user related contributed by the old design version of the device. Excerpt of product bulletin no.(B)(4) new gamma3 flexible set screwdriver available: ¿by using new manufacturing processes and special in-process cleaning steps, it is now possible to offer the screwdriver without blue silicone cover around the flexible shaft as shown. With this change, the reference number for gamma3 flexible set screwdriver ((B)(4)) will be changed to (B)(4). Availability: starting september 2009, the new gamma3 flexible set screwdriver will be available to all markets. Please also note that the current version of the gamma3 flexible set screwdriver will be phased out after the introduction of the new version.¿ review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by male nurse of the hospital, that the screw driver can't be sterilized sufficient, blood residues remain.